Event description:
Patient undergoing angiogram and possible endovascular intervention for severe peripheral artery disease and non-healing left foot wounds. Wire and catheter became caught in sheath while trying to remove it from left posterior tibial artery. Distal tip broke off in artery and incision had to be made to remove the retained object.